Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.